Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device after a diagnostic cardiac catheterization procedure. Reportedly, the suture came out of the patient as the knot was being advanced. A second proglide device was used and a suture break occurred. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Estimated weight. Patient was reported to weigh less than (B)(6). It was reported the right common femoral artery was moderately calcified. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The other proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed. Inspection of the returned device revealed that a posterior cuff miss and subsequent anterior cuff-to-needle tip detachment occurred which would have resulted in a failure to retrieve the suture and could appear very similar to the reported suture break. Also, the analysis revealed a broken anterior cuff tab which was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.